Event description:
It is reported that the patient was revised due to breakage and dislocation of the distal femoral component from the segment with taper.

Manufacturer narrative:
This report will be amended when our investigation is complete.